Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy irritation under the lifevest. The hospital applied a cream to the area. After the cream was applied, the patient's irritation improved.